Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that occlusion issue with the infusion set site within 3 or more hours after insertion on (B)(6) 2024. The insertion site of the infusion set was at abdomen. Furthermore, the customer confirmed that the introducer needle was ahead of the cannula prior to insertion and regularly rotated the site location. The customer resolved their issue by changing soft cannula infusion set only and resumed insulin. No further information available.

Manufacturer narrative:
E1: patient country: united states.